Manufacturer narrative:
The case was called in by a phillips representative on behalf of the customer. An on-site work order was opened to complete an evaluation of the device. The service order was later canceled, and multiple good faith efforts were made to obtain information regarding device evaluation, repair, operational status, and the event context. There was no response from the reporter and, therefore, cannot be determined. It is unknown if any parts or repairs have been conducted. If additional information is later obtained, a supplemental report will be submitted.

Manufacturer narrative:
Report date: 07jul2021.

Event description:
It was reported to philips that the device had a high-pressure regulation error. The device was reported as being in use at the time of the event on a patient. There was no patient or user harm reported.